Event description:
While testing the sagittal saw attachment at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Event description:
While testing the sagittal saw attachment at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found inside the attachment.